Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with broken reservoir tube lip, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device passed rewind, prime or seating, basic occlusion and force sensor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 463 mg/dl and customer¿s blood glucose at time of incident was 330 mg/dl. Customer had symptoms as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with bolus. Auto mode feature was active at the time of incident. The customer did not alleged that insulin pump was under delivering insulin. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.